Event description:
The surgeon was attempting to position the disposable stapler during a surgical procedure and removed the stapler from the pt. A small red plastic piece, rounded shape, approx 2ml or less in diameter, of the retaining pin was missing. The location of small red plastic piece is unknown. Procedure: unk.